Event description:
A report was received that the patient had difficulty charging her ipg. The patient underwent a pocket revision because the ipg was too deep. After the revision, the patient could easily charge her ipg.

Manufacturer narrative:
Device remains in the patient. This is a final report.